Manufacturer narrative:
(B)(4). PMA/510(k): this product is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative method: two rt340 adult breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires in both the expiratory and the inspiratory tubes of the returned breathing circuits was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: the expiratory heater wire resistance of the first rt340 breathing circuit was measured and found to be within specification. The inspiratory heater wire resistance was outside of specification. The inspiratory heater wire was open circuit due to a break in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. No fault was found with the second rt340 breathing circuit. The electrical resistance of both the inspiratory and the expiratory heater wires was within specification. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A distributor in (B)(6) reported that two rt340 adult dual-heated with evaqua breathing circuits became faulty after two days of use. It was further reported that the heating temperature was too high. No patient consequence was reported.